Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) up to 500mg/dl with abdominal pain and large ketones associated with air bubbles in multiple cartridges and leaking from one cartridge. The reporter stated that the patient¿s bgs were treated by correction injection and a site/set/cartridge change. The reporter stated the cartridge prep technique had been reviewed and stated the technique was correct. The reporter alleged that the cartridges were defective. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to leaking and air bubbles in the cartridges.

Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2013. Device evaluation:the returned cartridge was evaluated by product analysis on 10/16/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.